Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the equipment is not charging one of the batteries and it is beeping at all hours. There was no reported patient involvement.